Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca) and was severely calcified. During the procedure, the agent device was unable to cross the lesion. At some point the agent was inflated and ended up bursting. The device was removed from the patient, and the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the agent dcb and catheter. A visual inspection revealed multiple kinks along the hypotube shaft. A microscopic inspection revealed a pinhole in the balloon above the markerband. Due to the pinhole, the balloon could not be inflated. The pinhole leak noted during product analysis most likely occurred due to an interaction with the balloon and the challenging patient anatomy. The unreported hypotube kinks noted during analysis most likely occurred as a result of an unintentional user error but the stage of procedure at which they occurred cannot be established. This product investigation is assigned the most probable cause classification of adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.50 x 30mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca) and was severely calcified. During the procedure, the agent device was unable to cross the lesion. At some point the agent was inflated and ended up bursting. The device was removed from the patient, and the procedure was completed using another device. There were no patient complications.